Manufacturer narrative:
Other relevant device(s) are : product ID: 3093-33, lot#: v235411, implanted: (B)(4) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 02-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was in a car accident and believed the system wasn¿t right since accident. Battery was dead, we checked responses in or and did not get motor response on any electrode. Lead removed and portion broke during removal. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v235411, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that no action was taken for the lead fragment left in the patient. A portion [of the lead] still remained in the patient.